Manufacturer narrative:
Correction: d10 and b5 ¿ information was inadvertently not included in the previous medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the reporter (refer to b5 and d10). The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the reported failure of no image could not be reproduced during device evaluation, the investigation was unable to determine the cause of the failure. However, the investigation determined possible causes that may have led to the failure: a) defective camerahead. B) poor video cable. C) bad connection to the connector. D) faulty printed circuit boards. E) poor flexible connections . Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that this has happened three times in the past, however, details were unknown. The image displayed on the monitor when otv-s7h-n/camera head connector was touched; displayed as "blank" or "color bar". The intended procedure was diagnostic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found corrosion of connector contacts. Accumulation of dust inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera video system center had no image. The issue was found during preparation for use. Procedures were completed after resolving by inserting and removing the camera head. There were no reports of patient harm.